Event description:
It was reported that while in use on a patient, the external pulse generator (epg) "did not work." The nurse reported that while performing the daily battery change, the new battery did not work. The old battery was put back in. The new battery was found to be "fully charged." The patient experienced "asystole" for 45 seconds. The epg was checked with the old battery and it "seemed to be working fine." The next day the patient "passed out" and went into asystole again when the nurse picked up the epg. The epg turned on and began pacing again. The status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information submitted via the FDA form 3500a medwatch. (B)(6). (B)(4).

Event description:
Additional information was received which indicated that the epg was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. The battery contacts were observed to be compressed, and the upper/lower cases and bail cover were broken.